Event description:
Same case as MDR ID: 2134265-2013-02904. It was reported that during preparation for a rotational atherectomy procedure foreign material was noted on the guide wires. The target lesion being treated was located in the left anterior descending (lad) artery. A rotawire guide wire was unpacked and it was noted that something was stuck on the wire. A second rotawire guide wire was unpacked and it was again noted that something was stuck on the wire. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Event description:
Same case as MDR ID: 2134265-2013-02904. It was reported that during preparation for a rotational atherectomy procedure, foreign material was noted on the guide wires. The target lesion being treated was located in the left anterior descending (lad) artery. A rotawire guide wire was unpacked and it was noted that something was stuck on the wire. A second rotawire guide wire was unpacked and it was again noted that something was stuck on the wire. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Event description:
Same case as MDR ID: 2134265-2013-02904. It was reported that during preparation for a rotational atherectomy procedure foreign material was noted on the guide wires. The target lesion being treated was located in the left anterior descending (lad) artery. A rotawire guide wire was unpacked and it was noted that something was stuck on the wire. A second rotawire guide wire was unpacked and it was again noted that something was stuck on the wire. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the visual and tactile inspection was performed and no failures were found. Dimensional inspection found the outer diameter measurements within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was not confirmed. (B)(4).

Manufacturer narrative:
(B)(4).